Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor test. No motor error alarm noted. Insulin pump had a cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error halfway through a bolus. The customer's blood glucose at the time of the call was 94 mg/dl. The customer stated that the device was dropped on tile, a week prior to the alarm. Also, the customer stated that they went through a full body scan at the airport. The customer does not use the sensor feature. They are able to rewind the device. It was also reported that the customer had unexplained high blood glucose levels above 400 and 500 mg/dl, but declined to perform troubleshooting for the high blood glucose. He stated that he had injuries that were not insulin pump related. He had stitches in his head and was taking antibiotics. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.